Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver not charging a receiver boot test was performed and passed. Functional tests were not performed due to the receiver rebooting and the battery would not charge. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.